Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn 59130480 has been completed. The reported problem (service code 204, damaged wires) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting the distribution node to the rear therapy electrodes wa spulled from strain relief, breaking wires in the cable. The root cause for the strained cables was excessive force. As received, the monitor was unable to obtain an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable) and that the patient's electrode belt had damaged wires. In addition, during investigation of an unrelated problem, it was found that the patient's monitor failed incoming funtionality testing.